Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the reported sutures pulled out during knot advancement could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The 5 additional proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the moderately calcified left common femoral artery (lcfa) was attempted with six proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the suture of the first proglide device were successfully pre-placed. The suture of a second proglide device was deployed; however, the physician was not happy with how it deployed, the sutures of the first and second proglide devices became tangled and were both removed. The sutures of a third and fourth proglide device were successfully pre-placed. The sheath was upsized to a 14f and the tavr procedure was completed. The sutures of the third and fourth proglide devices came out completely during knot advancement. The sutures of a fifth and sixth proglide were deployed; however, failed to achieve hemostasis. An angioseal was used to achieve hemostasis. A dye shot was taken thru the right common femoral artery (rcfa) and inadequate blood flow was observed in the lcfa due to a block of calcium. Dilatation was performed with two unspecified balloon dilatation catheters to restore blood flow. Arteriotomy closure of the moderately calcified rcfa was attempted using a seventh proglide device with a 7f sheath. Reportedly, no suture was present when the plunger of the seventh proglide device was removed. An angioseal was used to achieve hemostasis in the rcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.